Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge decreased from 45% to 10% when plugged into a power source. Also, it was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was reported that the customer was unable to upload the pump data to the t:connect pump database as the customer's computer had a virus. A follow up with the customer indicated that there were no further issues with the battery gauge.